Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead warnings for sensing integrity counter (sic) and high pacing impedance, with noise, oversensing, and possible lead fracture also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.